Event description:
It was reported that monopolar electrocautery was used during a lead revision procedure. After this procedure, the patient reported changing issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was confirmed. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.